Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received confirming when the patient left the ER and visited an independent laboratory, the assay which produced the negative result was troponin I on a siemens stratus cs. The investigation found a comparison between these two assays and two methods is not possible. It was also noted the testing on the cobas h232 was performed from sample tubes that were not recommended for use per product labeling.

Event description:
The customer received questionable troponin t results for one patient sample from the cobas h232 meter serial number (B)(4) . This meter is not sold in the united states. The patient was in the ER reporting chest pain. The initial result was 320ng/l (positive). This result was reported to a cardiologist who suggested hospitalization. The patient left the ER and visited an independent lab and she was tested again and the result was negative. It was unclear if the test performed was troponin I or troponin t. The instrument used was unknown. On (B)(6) 2015, the patient called the ER reporting the discrepancy. A retest was performed on the original sample on the same meter and the result was 179ng/l (positive). The initial whole blood sample was separated and the plasma, along with serum drawn at the same time were tested at a different site on an elecsys 2010 analyzer. The troponin t hs results were 5.5 and 5.0 ng/l (negative). The patient was not adversely affected and the current condition was normal. During a visit to the site qc was performed on the meter and for both levels the result was "pass." A second meter was sent to the site and the lab head reports no difference between the two meters for 10 patient samples. As part of the investigation, retention material was measured on a qualified cobas h232 meter and the results fulfilled requirements.